Event description:
It was reported that the pt presented with an asymmetric lens vault. On (B)(6) 2014 the inferior haptic displaced anteriorly. On (B)(6) 2014, a tilted optic, ovalization of anterior rhexis were noted. Capsular fibrosis was also noted. Yag was performed and the lens was repositioned. In the surgeon's opinion, the likely cause of the event was capsular fibrosis. The current prognosis was reported as "is myopia with astigmatism, glasses and contact lenses." This report reference the pt's right eye.

Manufacturer narrative:
The lens remains implant: therefore, it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.